Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a second device was implanted in the same position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately 10 years. Per the op report, the patient had developed degeneration with stenosis of her prosthetic mitral valve. The patient also developed renal failure. It was decided to proceed with redo-mitral valve replacement (mvr). Initially, valvuloplasty of the mitral valve without rapid pacing with a 20 mm balloon was performed. Unfortunately, the valve did develop severe mitral regurgitation (mr) even though the gradient did come down somewhat. It was felt it was not acceptable long term to exchange her severe mitral stenosis for severe mr. Therefore, it was decided to proceed with transcatheter mvr via the transapical approach. A 26 mm edwards sapien transcatheter heart valve was then deployed within the existing prosthetic mitral valve. The new valve was noted to be in perfect position. Of note, there was residual subaortic outflow obstruction that increased from a mean gradient of 12 up to 30 on levophed which was probably 25 mm off of levophed, secondary to the new implant increase in the outflow tract obstruction that was there before, though it was in the moderate range. The patient also had successful closure of an atrial septal defect post-implant. There were no operative complications reported.

Manufacturer narrative:
Additional manufacturer narrative: unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. It is documented in the op report that the patient had developed degeneration of her mitral valve. Structural valve deterioration or degeneration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Although the root cause of this event cannot not be conclusively determined without the explanted valve, it appears that the patient's stenosis was likely due to her degenerating mitral valve. No further actions are possible with the available information.